Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedance measurements (greater than 2000 ohms), high pacing threshold measurements, and experienced loss of pacing. No observations of asystole were noted. The physician believes the lv lead is working fine and plans to continue monitoring the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this left ventricular (lv) lead was explanted and replaced during a device change out due to the ongoing observance of high pacing threshold measurements and high out of range pace impedance measurements. No additional adverse patient effects were reported.